Event description:
It was reported that when the lost-to follow-up patient presented in hospital for device change-out, loss of capture in lv lead was observed when the lead was tested during the procedure. No symptoms were reported by the patient. Lead was capped during procedure on (B)(6) 2017. Physician decided not to implant a new lv lead considering the patient age and clinical status. Patient¿s condition was stable post-procedure.